Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised system sensor and that he was having trouble connecting when priming. He indicated that he was admitted to the hospital for this, with a blood glucose level of 53 mg/dl. Troubleshooting was done for priming and rewind.